Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Twelve non-sustained tachycardia episodes with v-v intervals < 220 ms on (B)(6) 2016. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 387 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. The analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Seven hundred and five ventricular- sensing integrity counter (sic) since last session. (B)(4).

Event description:
It was reported that shortly after implant the right ventricular (rv) lead had been re-positioned. A few years later the patient received inappropriate therapy due to noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.